Event description:
It was reported that the device appeared to be programmed for a left ventricular (lv) lead impedance alert threshold of 1500 ohms but the device provided a care alert for an lv impedance of 1045 ohms with the care alert events indicating the threshold was set to 1000 ohms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.